Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. (B)(4).

Event description:
It was reported that a physician performed a "very straightforward" novasure endometrial ablation on (B)(6) 2015 and the patient was discharged home. "Approximately 5 days post-ablation the patient experienced pain which resolved with analgesics. Two days later she presented again with an acute abdomen. A CT-scan demonstrated a possible perforation and she was therefore taken to the operating theater for an exploratory laparotomy. The uterus was remarkable for serosal blanching consistent with thermal changes at the left cornua. A perforation was noted in this area with the arm of the mirena protruding through. There was a thermal injury to the small bowel though no bowel perforation was identified. This portion of small bowel was resected with primary anastomosis". It is unknown when the patient was discharged home.